Event description:
It was reported that the introducer needle was too blunt and not sharp enough to puncture through skin. Backform needle was too heavy and bulky, if the doctor let the needle loose (after introducing in a vein), then the backform will drop down on the sterile field. Theoretically it is possible that if this happens the needle punctures through the vein. Because of the low quality of this needle, the doctor has to open set from another brand (arrow) and has to puncture at other side. Further follow up with customer indicated that there was a new puncture site.

Manufacturer narrative:
The device will not be returned, disposed at the hospital.